Event description:
As reported, approximately 7 months post op the initial left tsa, this 74 y/o male patient was revised due to infection. He presented a month ago with an infected cyst on the incision line from surgery. The surgeon thought that maybe it was from the suture. Cultures were taken and the infected site treated with betadine. The implants were all solidly fixed but the surgeon wanted to change the liner just to be sure. Patient was last known to be in stable condition following the event. Devices are not returning.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Concomitant device(s): 300-01-17, (B)(4) - equinoxe humeral stem primary press fit 17mm, 320-01-42, (B)(4) - equinoxe reverse 42mm glenosphere, 320-10-05, (B)(4) - equinoxe reverse tray adapter plate tray +5, 320-15-03, (B)(4) - rs glenoid plate post aug, 8 deg, left. 320-15-05, (B)(4) - eq rev locking screw. 320-20-00, (B)(4) - eq reverse torque defining screw kit. 320-20-30, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 30mm. 320-20-34, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 34mm.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.